Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, while suturing the subcutaneous, the tip of the needle broke off. There was possibility that the tip fell into the cavity. An x-ray inspection was performed but the tip was not discovered. Operating time extended by more than 30 minutes. Pieces fell into the cavity and could not be retrieved. The procedure was completed with another device. Reoperation was required due to the issue. Patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, while suturing the subcutaneous, the tip of the needle broke off. There was possibility that the tip fell into the cavity. An x-ray inspection was performed but the tip was not discovered. Operating time extended by more than 30 minutes. Pieces fell into the cavity and could not be retrieved. The procedure was completed with another device. No reoperation was required due to the issue. Patient status is recovered.